Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a transmitter not found message occurred on the dexcom system. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. Data was provided for evaluation. The reported event of a pairing failure during a sensor session could not be confirmed via data. A root cause could not be determined.